Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not charged the pump battery causing it to deplete and the pump shutdown. The customer's blood glucose (bg) level was in the 200s and an insulin pen was used to address the bg level. The pump was charged. Insulin delivery was resumed and the sensor session was started successfully.